Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Retain strips tested on the returned monitor met expectations. Additionally, the returned monitor met functional and thermistor testing requirements during investigation. Although the customer's complaint was replicated and discrepant results were observed during the investigation, the system is performing within expectations. A review of the lot testing history for lot k381677 was performed. The lot met expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Impedance curve analysis was unable to be performed because the customer's complaint value was not one of the four most recent results. The inratio monitor is only capable of retaining the most recent four impedance curves. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A variance between inratio inr result and lab inr result was reported. The results were as follows: (B)(6) 2016 inratio inr=6.0; lab inr=3.5. Reported therapeutic range: 3.0-3.5. Note: the inratio2 product hs99008g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states